Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. Initially, the device operated appropriately, however, after add'l testing the image was found to be distorted. The source of the difficulty was isolated to a damaged charged coupled device (ccd) unit. The insertion tube was noted to be buckled below the protector boot, and there were deep dents and scratches on the distal end cover. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy procedure, they experienced a complete loss of image. Colored and streaky lines reportedly appeared on the video screen. The procedure was completed using a different, but similar device. There was no pt injury reported.